Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned and evaluated. As received, one conquest catheter with the distal portion of the balloon tip in a specimen cup. The balloon size of the catheter is printed on the balloon leg luer and identified the returned sample with a 12mm x 4cm balloon. Upon inspection there were no visible kinks in the outer shaft. An in-house .035 inch guide wire was used to check the catheter for patency. The balloon was approximately torn in half. The portion of balloon that was still intact on the catheter measured approximately 4cm from the proximal end of the balloon neck. There was approximately .75cm of polyimide protruding distally out of the proximal end of the balloon on the catheter. The distal end of the polyimide was torn. The proximal marker band was intact. The distal portion of the balloon that was received in the specimen cup was severely kinked at the distal tip. The distal marker band was still intact. The balloon appeared to have torn circumferentially. The result of the investigation was confirmed for a section of the balloon detaching, root cause unknown. It is unknown if procedural issues contributed to this event.

Event description:
It was reported that during a fistulagram procedure on a dialysis patient, on the second inflation at 10 atm of pressure, approximately 1/2 of the balloon came off. An 8 f sheath, a 0.035 guidewire, and an inflation device were used for the procedure. The doctor was able to snare the detached portion of the balloon and remove it from the patient, using the same site. There was no injury to the patient reported.